Event description:
The pt reportedly experienced loss of lock followed by loss of sound. External equipment was exchanged and programming adjustments were attempted, however this did not resolve the issue. Surgery will be scheduled to explant the pt's device.